Manufacturer narrative:
(B)(4).

Event description:
It was reported that backup vvi was observed via remote transmission. Patient was asymptomatic was brought into the clinic for further troubleshooting. A device download was performed successfully. Patient will be followed up normally.